Event description:
In 2000, pt stated that their vocare bladder system was not stimulating as it did in the past. The pt received replacements for their external equipment in order to regain function. The settings were reprogrammed to enhance stimulation. The replacement equipment, which were shown to be working, did not restore function. Pt was scheduled for surgery in 2001 to investigate further. Pt had new system implanted and it appears to be working satisfactorily.